Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastric bleed procedure in 2009. According to the complainant, during the procedure, one of the jaws of the clip broke off immediately after grasping and deploying. The broken clip fel into the patient. The physician left it there to pass naturally and completed the procedure with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.